Manufacturer narrative:
Recall continued: this ipg serial number was included in multiple field advisories.1627487-12192011-003-r, 1627487-07262012-002-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg is inoperable due to failure to recharge their scs system for 3-4 months. Follow-up indicated troubleshooting was attempted to no avail. As a result, the patient's requesting surgical intervention as the next course of action to address the issue.

Event description:
Followed up revealed the patient is receiving effective therapy.

Event description:
Follow-up identified surgical intervention was undertaken where the ipg was replaced with a new model.